Event description:
It was reported a blade detached. A 2.5 flextome cutting balloon was inserted into a guidezilla extension catheter without resistance in an unspecified vessel. During removal of the flextome through the guidezilla, it got stuck. Resistance was felt at both ends of the guidezilla shaft. Therefore, whole system was removed. After removal, the flextome was checked and noticed that one of the blades detached. The detached blade was collected from the shaft of the guidezilla. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified approximately 1 mm of the proximal end of a distal blade and pad had detached from the balloon's body. The remaining blades were fully bonded to the balloon and no damage was noted to the other blades. A visual and microscopic examination observed no damage to the tip. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned unit was connected to an inflation device and a vacuum was pulled for balloon preparation prior to advancement through the recommended guide catheter as identified on the product label. The device was passed over a 0.014 inch guidewire and advanced through a 6f guide catheter without issue. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole over the middle of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The device was removed through the 6f guide catheter with no resistance encountered. No kinks or damage were noticed along the shaft of the device. No other issues were noted during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is most likely user related due to the fact that the dfu states "a guide catheter with a minimum diameter of 0.070 inch (1.78 mm)". However, the inner diameter of a guidezilla guide extension catheter is 0.057 inch (1.45 mm). (B)(4).

Event description:
It was reported a blade detached. A 2.5 flextome cutting balloon was inserted into a guidezilla extension catheter without resistance in an unspecified vessel. During removal of the flextome through the guidezilla, it got stuck. Resistance was felt at both ends of the guidezilla shaft. Therefore, whole system was removed. After removal, the flextome was checked and noticed that one of the blades detached. The detached blade was collected from the shaft of the guidezilla. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).